Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4) the device was returned, analyzed, and the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported that the patient complained of feeling tired all the time, and it was not possible to interrogate the device. The device was explanted and replaced. No further patient complications have been reported as a result of this event.